Manufacturer narrative:
The product reported in this event is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there is 1 other complaint from the last 2 years recorded in the complaint handling system with this batch number at the time of this investigation: p22-1478. At the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review: please refer to the japanese IFU for precautions, warnings, and further information. Conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that during an embolization procedure, while inserting and advancing the coil in a microcatheter, resistance was encountered. When the physician checked the coil, it was found to be unintentionally detached in the microcatheter. The coil and catheter were removed successfully from the patient and the procedure was completed using another coil. There was no patient injury.